Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the customer had entered calibration using blood glucose (bg) values greater than 22.2 mmol/l. The system will not accept the calibrations with values below 2.2 mmol/l or above 22.2 mmol/l. This would have likely caused the discrepancies. The customer was asked to re-link the sensor and was provided with the steps. The re-link clears up the calibration buffer and gives the algorithm an opportunity to converge faster. Once the re-link was performed, the system performance improved with better agreement between bg entries and sg values. The customer confirmed that the system stabilized and had no further concerns.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where the customer complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) meter readings. The customer complained that sensor readings switch between very high and very low values. The customer provided the below examples for review. Date time sg value bg value a) (B)(6) 2025, on 12:02 am, sg 15,09 mmol/l, bg 26,01 mmol/l, 30 minutes later see next example, customer did nothing that would influence bg, customer did not remember trend arrow. B) (B)(6) 2025, on 12:30 am, sg 21,03 mmol/l, bg 38 mmol/l, later see next example, customer did nothing that would influence bg, customer did not remember trend arrow. C) (B)(6) 2025, around 2-2:30 am, sg 17 mmol/l, bg 34 mmol/l, customer did nothing that would influence bg, customer did not remember trend arrow or sg 30 minutes later. The incident did not result in any patient harm or sensor removal.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. The investigation analysis revealed that the system went through a period of instability, which likely contributed to the observed inaccuracy. The customer was advised to perform a sensor re-link and was provided with the steps. The re-link clears up the calibration buffer and gives the algorithm an opportunity to converge faster. Once the re-link was performed, the customer was instructed to perform additional calibrations for post-initialization. Subsequent monitoring showed that bg values aligned well with sg trends, with minor discrepancies attributed to lag and calibrations during rapid glucose changes. The customer later confirmed that the system had stabilized. No further investigation was found necessary for this complaint. B4.date of this report 05 nov 2025 g3.date received by the manufacturer? 05 nov 2025 h6. Type of investigation updated to 4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.